Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The auxiliary video processor (avp) was analyzed, and the failure could not be replicated. The avp was installed and tested on a test system which started up without any error. The avp remained on the test system in normal operation for hours and it performed without any errors. The complaint regarding repeated non-recoverable errors was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable errors an investigation is in progress to determine the cause of this reported event. The intuitive field service engineer (fse) inspected the system and replaced the avp due to 40019 and 15 error. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. F/up MDR will be submitted with analysis findings.

Event description:
It was reported that prior to the start of a da vinci-assisted ovarian cystectomy surgical procedure, the system was faulting and the customer was unable to get the errors to clear. The intuitive surgical inc.(isi) technical support engineer (tse) uploaded error logs and noted 15/40019 error sequence. The tse advised to emergency power off and cycle all the main power breakers and the system powered up and homed normally with no further errors. The customer continued with the procedure; however, the customer called back to report that the error returned. Tse noted error 40019 moved from arm 1 to arm 3. The customer made the decision to use another patient side cart (psc). The tse advised if error returns to swap out vision side cart (vsc). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified while the ports were placed on the patient under anesthesia. Changing the patient side cart did not resolve the issue, so the customer used another vsc which resolved the issue and the procedure was completed robotically.